Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
After implantation of the subject pacemaker with a vega atrial and ventricular leads, regular ventricular electrical measurements were found with 2 different pacing system analyzer (psa), at 09:50: - ventricular pacing threshold: 1,4 v - r-wave amplitude: 10,4 mv - ventricular impedance: 1316 ohm at 10:34, the following values were measured with a programmer: - ventricular pacing threshold: 1,0 v - r-wave amplitude: 7,35 mv - ventricular impedance: 887 ohm at 12:46, the following values were measured with a programmer: - ventricular pacing threshold: 1,0 v - r-wave amplitude: 4,47 mv - ventricular impedance: 843 ohm the physician was surprised and concerned about the drop of sensing values and impedance value on the ventricular channel.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
After implantation of the subject pacemaker with a vega atrial and ventricular leads, regular ventricular electrical measurements were found with 2 different pacing system analyzer (psa), at 09:50: - ventricular pacing threshold: 1,4 v - r-wave amplitude: 10,4 mv - ventricular impedance: 1316 ohm at 10:34, the following values were measured with a programmer: - ventricular pacing threshold: 1,0 v - r-wave amplitude: 7,35 mv - ventricular impedance: 887 ohm at 12:46, the following values were measured with a programmer: - ventricular pacing threshold: 1,0 v - r-wave amplitude: 4,47 mv - ventricular impedance: 843 ohm the physician was surprised and concerned about the drop of sensing values and impedance value on the ventricular channel.